Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: the logs revealed sudden fluctuations in placement signals, with pump flow oscillating between 0 and 5 l/min. Further review of logs from the exchanged aic (B)(4) showed that retrograde flow (#426), placement signal not reliable (#1036), and placement signal not reliable (#1048) alarms continued for two days device analysis: the console was returned to field service for further investigation. The reported complaint could not be reproduced, even after the console was operated with the pump and purge cassette for a couple of hours. Additionally, a visual inspection of the internal circuitry showed no abnormalities. Further inspection of the console revealed slight distortion in the optical bench analog signal. However, this does not seem to be related to the reported issue. The optical bench 5s parameters were within specification when tested with the 2 different test cavities. Root cause: the root cause of the ¿sensor failure¿ retrograde flow alarm could not be determined, as the issue could not be reproduced. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support to bridge to heart transplant. The complainant reported that sensor failure occurred on the impella automated impella (aic) controller while supporting a patient. The placement monitoring was disable. Support was not affected by the sensor issue. No patient harm was reported due to the issue.